Event description:
Received an electronic report from a peritoneal dialysis rn who has reported an incident of a stay safe extension set that broke off shortly after the rn attached it to the patient's end of the catheter line for a routine tubing change. The rn was contacted where it was learned that the extension set was applied and on the following day, it broke off. The rn reported that the break occurred where a hard spot is located on the extension set where it connects to the catheter. There was no report of injury or ill effect to this patient, however, the patient did receive one prophylactic dose of 2 grams vancomycin and 1 gram fortaz administed intraperitoneally. The patient is able to continue pd dialysis with no further ill effect related to this event. A sample is available for evaluation. The lot number is unknown.